Event description:
It was rep0rted that during a ptca treatment procedure, the maverick otw 15/1.50 mm balloon ruptured at 5 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the mid right coronary artery (rca). The physician used a neo's intermediate guidewire and a 6f mach 1 rc4sc guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with a maverick2 20/3.0 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.